Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using pod packing coils (podj coils). During the procedure, while advancing a podj coil through another manufacturer's microcatheter, the physician experienced difficulty and subsequently, the podj coil became stuck. Therefore, the physician removed the coil and placed it between surgical towels on the sterile operating room table. The microcatheter was then flushed and the procedure was completed using new podj coils and the same microcatheter. There was no report of an adverse effect to the patient. It was also reported that when the podj coil was taken off the table and placed into a biohazard bag, it snagged on one of the surgical towels and broke.

Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the pod packing coil (podj) pusher assembly. The pusher assembly was kinked approximately 15.0 cm from the proximal end. The introducer sheath was kinked. The embolization coil was detached from the pusher assembly, had a fractured stretch resistant (sr) wire, and was partially unraveled. The outer diameter (od) of the embolization coil was measured and found to be within specification. Conclusion: evaluation of the returned device revealed the sr wire was broken, and the embolization coil was detached and partially unraveled. This damage likely occurred during removal of the podj from the surgical towels, as was reported in the complaint. Further evaluation revealed the embolization coil od was within specification. Since the embolization coil was detached from the pusher assembly and the microcatheter mentioned in the complaint were not returned for evaluation, the root cause of the difficulty experienced when advancing the podj through the microcatheter could not be determined. Further evaluation revealed the pusher assembly and introducer sheath were kinked. This damage was likely incidental and may have occurred during packaging for return. Podjs are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.